Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the tray melted. A visual evaluation identified that part of the tray had melted and deteriorated. The most likely probable cause is that the tray was autoclaved incorrectly. The reported problem was confirmed based on the investigation of the returned product.

Event description:
It was reported that when the tray was autoclaved, it melted.